Event description:
Following the deployment the device appears to have not deployed as no sutures were able to be extracted through the end port of the preclosed so this was removed a sheath a gram was obtained to confirm no injury to the blood vessel was noted.